Event description:
The hospital reported that during a coronary artery bypass procedure, a heartstring seal unraveled before it was used. A replacement seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation details: a visual inspection shows that the seal is outside of deployment tube and cracked. Other observation foam collar is between plunger and hub. Therefore, the complaint is not confirmed based on how the seal was received. The lhr review was completed, and there was no non-conformance associated with this lot number.